Event description:
It was reported that a patient implanted with bipella support of rp flex/5.5 pump had low flows. The patient was treated with albumin and the p level was adjusted. The patient was successfully weaned and the pump explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.